Manufacturer narrative:
Visual microscope and x-ray inspection of the lead revealed that this lead was bent, kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture.

Event description:
It was reported that the patients pain had returned. An impedance check revealed that all contacts on the lead displayed excessive impedances. The patient underwent a lead replacement procedure and was doing fine post-operatively.

Event description:
It was reported that the patients pain had returned. An impedance check revealed that all contacts on the lead displayed excessive impedances. The patient underwent a lead replacement procedure and was doing fine post-operatively.